Event description:
A malfunction was reported with a code displayed as "malf 0." There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump, assisted the caller with the reset process, and confirmed that the malfunction code did not recur after resetting. The customer was advised to continue using the pump and contact support if the issue reoccurred, which the caller acknowledged and understood.